Manufacturer narrative:
One cadd®-solis ambulatory infusion pump was returned for analysis. The customer's reported problem was false "cassette not attached properly" alarm. Visual inspection found the pump to be in good physical condition. Inspection of the pump's event log revealed info alarm of "latch closed" and high alarm displayed "cassette not attached properly". The device was functionally tested and was functioning properly. Unable to duplicate the customer's stated problem. What caused the reported problem is unknown as unable to duplicate the problem. Who caused the reported is unknown. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.

Event description:
It was reported that a cadd® cadd®-solis vip ambulatory infusion pump had a false "cassette not attached properly" alarm. It is unknown if there was patient involvement.